Event description:
It was observed that during the device evaluation, the fiberscope exhibited peeling (lifting) of the curved rubber adhesive joint. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, root cause was not established for peeling (lifting) of the curved rubber adhesive joint. The most probable cause is : identifying the exact cause based on the available information is difficult, but it is speculated that the issue may have been caused by external stress such as impacts or abrasions during handling, or the accumulation of chemical stress from repeated reprocessing. The event is detectable and preventable by following the instructions for use which state: instructions uretero-reno fiberscope olympus urf-p7 operation manual, chapter 3 preparation and inspection 3.3 inspection of the endoscope, reprocessingn manual chapter 8 storage and disposal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.